Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was advised by customer technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Technical support planned to follow up with the caller, at which point the pump had begun successfully charging.